Event description:
It was reported that out of range issues intermittently occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Customer¿s blood glucose level ranged from 80-283 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.